Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable stopped working. Reportedly, the customer was able to successfully charge the pump with an alternate cable. Additionally, the customer reported experiencing low blood glucose (bg) levels; value was unknown. Although requested by tandem technical support, the customer declined to perform troubleshooting and consulted with healthcare provider regarding diabetes management.